Manufacturer narrative:
No further information is available at this time. This report will be updated should further information become available.

Event description:
It was reported that this defibrillator exhibited a decrease of over two years over a four month period. Data analysis confirmed the device was prematurely depleting during to unpredictable power fluctuations. Device replacement was recommended. No adverse patient effects were reported.